Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the device was bent and the header broke off as a result of the impact of a bullet during an attempted suicide. The device was explanted and later replaced. No patient complications have been reported as a result of this event.